Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that device was dropped and it was not functioning. The device was rested and the battery was changed. Attempted to rewind the insulin pump several times, and the insulin pump alarmed motor error. Troubleshooting was performed and the device failed the displacement test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.